Event description:
It was reported that an audible alarm issue was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were removed. The investigation found the top and bottom cases are in excellent condition. The pump event history showed a primary audible alarm background (bgnd) test in pump error history log (ehl). Unable to duplicate the reported issue during power on pump, run motor drive and occlusion test. The cause of the reported issue was unable to be undetermined. The root cause of the reported issue was also undetermined. The technician inspected the speak and the main pc board. No damage or contamination was found. The technician replaced the main printer circuit board (pcb) as preventative maintenance.